Event description:
Complainant alleged that during training by staff after installing a missing knob, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to excessive epoxy on the main knob.